Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a motor error alarm during an infusion set change. Troubleshooting was performed, and found that the drive support cap was flush. The insulin pump passed the prime and displacement tests without giving a motor error alarm. Nothing further was reported.